Event description:
Pt scheduled for thyroidectomy dura prep was used as skin prep. Drapes applied. Cautery was used. Surgeon noticed abnormal odor of smoke. Drapes immediately removed. Smoldering towel and burn area to skin of right posterior shoulder noted, (3 inches in diameter) iced saline applied to site debridement of wound done intraop.